Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the national competent authority that after the cardiac resynchronization therapy defibrillator (crt-d) implant procedure, this patient experienced a pneumothorax. A thoracotomy was required to resolve the issue. The device and leads remain in service. No additional adverse patient effects were reported.